Event description:
It was reported by service report that the motion interrupt pan was missing and the scale/bed exit instruction labels were missing from the footboard lid. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: motion interupt pan. Bed exit and scale instruction labels missing.